Event description:
It was reported that the lumbar intradural catheter was placed and upon removal of needle, catheter noted to be sheared off with portion left in pt requiring removal. CT scan of lumbar spine revealed broken catheter between spinous processes.